Event description:
A customer reported being unable to test due to the adc blood glucose meter not powering up with a button press or test strip insertion. As a result, the customer became hyperglycemic and experienced a loss of consciousness. The customer had contact with a healthcare professional who obtained a blood glucose reading of 32 mmol/l and administered insulin (type/dose unknown) as a treatment for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The investigation involved a manufacturing review (including device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any trend or potential root cause that would indicate that the product is not meeting specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "10:2021". All pertinent information available to abbott diabetes care has been submitted.